Event description:
The customer reported that the jaws did not fire and would not open during the procedure. There was no pt injury. No further details are available.

Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. Further eval found that the device was recognized when plugged into the lab generator. It was activated on simulated tissue with acceptable results and a visual seal effect was observed. It also functioned normally when activated in the monopolar mode.